Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the glucose meter or the test strips in question. DHR 928811-2284b - the DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. No information on the lot number of the test strips at the time of the reported incident.

Manufacturer narrative:
The consumer reported the next morning she was taken to (B)(6) hospital in (B)(6) - at the hospital consumer was treated with an IV and her father was examined for a broken rib due to the car crash after airbag was deployed. Consumer was released from the hospital without a prescription or further treatment for home. The consumer did not provide any information regarding her hospitalization. The consumer was not able to provide reading results nor could she provide any further information regarding the serial number and the test strip lot number involved in the reported event. There is no evidence to support that the meter and test strips did perform not as intended. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. Test strip lot # unknown, control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips will be returned for evaluation.

Event description:
On (B)(6) 2015 the consumer called into customer care requesting a new nova max link meter. The consumer stated, "...'feeling uncomfortable' using her existing meter, since last (B)(6) 2015. According to the consumer, "...approximately, 11:30am (B)(6) 2015 she got in a car accident after experiencing low blood sugar symptoms..." Consumer stated on (B)(6) she was in a car accident after she fell unconscious while driving her dad somewhere. Consumer confirmed having breakfast in the morning and treating herself by taking an unknown amount of insulin.